Event description:
The customer alleged that she performed a control test and received a result of 253 mg/dl. A normal control range was not provided, but should be around 105-145 mg/dl. The customer did not have the test strips at the time of the call, so it was not possible to troubleshoot. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.